Manufacturer narrative:
(B)(4). Batch # unknown. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device did not function at all at the firing. The device was used between the rectum and colon. The battery was reinserted, but the issue did not improve. The surgeon thought that the backlight might be lighted. The device was replaced the battery with another one, and it functioned properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.